Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 2 weeks following the implant of this transcatheter bioprosthetic valve, the patient had been hospitalized due to a trochanter fracture. Necrosis and multiple bedsores were observed in the lower limbs. 6 days later, the patient developed dysarthria and approximately 2 weeks after this, a computed tomography scan revealed an acute subdural hematoma. The patient passed away approximately 4 days later. It was noted that, due to the patient's age of (B)(6) years and high frailty, the cause of death was worsening of general condition prior to operation for the fracture. Per the physician, it was a cause of long-term death close to senility. Per the physician, no adverse events were observed in the post-procedure echocardiogram.